Event description:
Over-infusion on adult patient in a hospice setting. Medication was hydromorphone. Bag was discovered empty prior to the expected end of infusion. There was no harm to the patient reported.

Manufacturer narrative:
The device has been received at cme america for investigation. An investigation into the reported event is ongoing at this time. A follow-up report will be submitted when the investigation results are available.